Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 8.8 mmol/l versus 3.4 mmol/l meter to lab. Tests were done within 5 minutes with a difference of 5.4 mmol/l. Patient did not experience any adverse events. No further information has been reported. Note: patient stated that they rarely clean their meter as they do not test very often. Also, patient reported that they do not clean their hands often prior to testing.